Event description:
Additional information was received from the healthcare provider (hcp). The hcp performed testings on the patient. The results reported that the patient had an infection due to the device. The hcp stated that the patient does feel that the device helped. Patient also exhibited pain in the lumbar back. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the ins was overheating and so she had to turn it off. When asked, the patient said that this first happened a couple months ago (month confirmed) while she was sleeping. The patient said that she talked to her managing healthcare professional the first time it happened and was instructed to turn the stim off, which the patient did and said that the redness went away. The patient reported that the stim is still off; however, the overheating has happened twice since she turned stim off. The patient said that she turned down the setting and that seems to help. The patient reported no falls or trauma and is wheel chair bound. The patient said that the staff in assisted living facility checked the site where the patient mentioned that was overheating again and was told there is a big red mark at the site. It was recommended that they follow up with their healthcare professional to schedule a medical assessment. No further patient complications are anticipated or expected as a result of this event.